Manufacturer narrative:
(B)(4). Physio-control evaluated the device and replaced the power pcb assembly. Proper device operation was observed through functional and performance testing. The device was returned to the loaner pool for use. Physio further evaluated the removed power pcb assembly and determined the cause of the reported failure was due to a shorted capacitor, designator (B)(4).

Event description:
It was observed that the physio loaner device would not power on with ac or dc power. There was no patient use associated with the reported failure.